Event description:
Reportedly, an incorrect firing lead to an incomplete distal donut being formed resulting in a hole in the anastomosis. No additional information is available to determine how the case was completed. Procedure: low anterior resection.